Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The shaft and the remainder of the device were inspected for damage. There were some slights bends throughout the catheter shaft. A .014 guidewire was inserted into the device and the wire transcended through the lumen and was clamped in the gard. The device was set up and functioned as designed with no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported the guidewire was not staying in place and one blade was not positioned correctly or functioning properly. A 2.1mm jetstream xc atherectomy catheter was being used for treatment within the popliteal artery. During use it was noted the wire was not feeding into the unit during advancement, nor was it allowing the wire to stay in place during rex mode. Ablation was performed with blades down. When the physician went to change the device to blades up, it appeared that at least one blade was not positioned correctly or functioning properly. The primary blades were able to open the vessel enough to allow a balloon to pass through and finish the procedure. There were no complications and the patient was fine.